Event description:
This device was returned with oos documentation from biotronik representative. This device is at eri indication prematurely. This device was connected to a sprint fidelis lead. This device was replaced with a lumax 340 vr-t.